Event description:
This rv lead was implanted on (B)(6) 1996. A call to technical services on 10/12/2011 states that there is noise on the rv lead. Ts recommends performing isometrics and pocket manipulation to see if it can be reproduced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).